Event description:
It was reported, the diabetic pt had the valve implanted in 1998, and underwent redo aortic valve replacement requiring bypass grafting in 2007, due to hypotension with poor cardiac output. Cardiac catheterization demonstrated evidence of severe prosthetic aortic stenosis. The pt was also noted to be in renal failure and was virtually anuric. At explant, one of the leaflets was observed to be thrombosed. There were several attempts to wean the patient from cardiopulmonary bypass, but it was evident that the patient was not being adequately ventilated and it had to be readjusted several times. After the patient was stabilized, he was transported to the intensive care unit in critical condition. The pt later expired.